Event description:
It was reported that a malfunction alarm occurred. Reportedly, prior to malfunction the customer'a pump was wrapped up in t-shirt while riding in a boat and possibly bumping up and down.the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.